Event description:
Prevena incision management system dressing 20 cm applied, connected to prevena 45 ml canister, and connected to prevena therapy unit #1 (#8398889 mfg 8/25/202). Prevena therapy unit #1 did not pass leak test. Canister and therapy unit #1 reconnected, and leak test attempted a second time. Leak test failed x2. A second prevena 45 ml canister connected to prevena therapy unit #1. Leak test failed x2. A second prevena incision management system dressing kit opened to obtain a second kci prevena 125 therapy unit (#8078887, mfg 06/25/2020). Leak test failed x2. Negative pressure wound vac obtained from the pyxis, which functioned without issue. 10 minute delay in patient transport to pacu due to wound vac malfunction. Patient safety maintained. FDA safety report ID # (B)(4).